Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative elevated iop, hypotony, and corneal edema are established risks associated with use of the system that is clearly specified in the product IFU. (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of elevated intraocular pressure (iop); therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative elevated iop is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported approximately three months following implant of a micro-stent device, the pressures for the patient have gradually climbed back up. She has been given medication to take to control the pressure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports postoperatively the patient experienced hypotony. The patient returned postop week one with acute blurry vision, corneal edema, and an intraocular pressure (iop) of 43. The surgeon assumed cyclodialysis closure and he was placed on aqueous suppressants with improvement of iop. The patient's iop since then has been difficult to control with medications and is planning to undergo filtration surgery (xen gel stent) for iop control. The surgeon does not feel this is a device adverse event, but rather the surgeon feels the patient just has difficult glaucoma.